Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were intermittently greater than 2000 ohms. No adverse patient effects were reported. The ICD and rv lead remain in service.